Event description:
EKG tech was performing echocardiogram of pt with previously implanted pacemaker. When part of machine touched pt's bed, an artifact resembling a pacemaker malfunction was reproduced on EKG strip. EKG performed on pt after test was identical to pretest EKG. Cardiologist felt abnormal EKG result of malfunction of machine and was artifact only. Echocardiogram machine part felt to be contributing to event was replaced by factory svc rep.